Event description:
It was reported that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d), the defibrillation threshold (dft) test was not successful. Multiple dfts were performed and the right ventricular (rv) lead was repositioned, however, the test was not successful, it was noted this system was implanted on the right side of the patient. It is planned to bring the patient back and implant a non boston scientific lead and retry dfts. No additional adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d), the defibrillation threshold (dft) test was not successful. An additional dft was performed, it was noted this system was implanted on the right side of the patient. No adverse patient effects were reported. At this time, this device remains in service.